Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
It was reported that the legs of the table fall down and the table becomes unstable. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
During device inspection it could be confirmed that the hydraulic system had an issue. Therefore, the hydraulic unit was exchanged. A concrete root cause for the failure could not be identified. Based on this, currently no further actions are necessary.

Event description:
It was reported that the legs of the table fall down and the table becomes unstable. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).